Event description:
The patient reported a loss or change of therapy. She went to (B)(6) in (B)(6) 2016 and got bad diarrhea there. Since then she had a lot of problems; she did not feel she had control of her symptoms, had leakage, and it was not pleasant. She did have control before going to (B)(6). The patient was feeling stimulation and already tried increasing and decreasing, but may decide to try other programs again. The patient's indication(s) for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient have been playing around with the stimulator controls. The patient still do not have the level of control they had before cuba with diarrhea. The cause of the diarrhea and change or loss of therapy was not really determined. The patient took cipro in cuba and got metronidazole when they returned. The patient called nurse helpline (united health) for help reintroducing foods. The patient stated they sometimes think certain foods irritate their system-making symptoms worse. The patient had no symptom relief comes and goes. The patient kept adjusting stimulation levels. They have not found a happy medium. The patient does believe the training for the interstim use could have been more thorough.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.